Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that touchscreen became unresponsive during the load process. Reportedly, the customer had to lock the pump and then unlock the pump in order to get past the lock screen. There was no reported impact to customer's blood glucose level.